Event description:
The customer stated that the insulin pump stopped working after it was submerged in water. The reported blood glucose reading was 233 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. The insulin pump also had a scratched liquid crystal display window on the case.